Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a bilateral total knee replacement due to end stage osteoarthritis. The patella was resurfaced bilaterally, and competitor cement was utilized x2 bilaterally for a total quantity of 4. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain, failed right knee replacement with gross loosening and varus collapse of the tibia, osteolysis and malalignment of the femoral and patella components. Upon entering the joint, parapatellar adhesions were released and synovectomy was performed. The tibial component was easily removed, loosening noted at the cement to implant interface. Competitor implants were utilized at this revision. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.